Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer's blood glucose level was 152 mg/dl at time of incident. Customer states was sleeping and woke up to alarm. Customer was assisted with trouble shooting but could not check alarm history. Customer states they were not able to rewind the pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up- plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed rewind, seating, basic occlusion, occlusion, force sensor, self test and displacement test. No pump error 43 noted. The motor was tested outside the device and passed. Traces of corrosion were found at the printed circuit board per visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with stained serial number label. Unit received with minor scratched display window, case and keypad overlay.